Event description:
During laparoscopic cholecystectomy clip applier utilized. There was a misfired and clip did not close completely. Clip was removed and another clip applier used (same lot number). This clip applier also misfired with clip not closing completely. This clip was also removed. Third clip applier used (same lot number) and functioned appropriately. Aside fro intraop removal of partially closed clips, no significant adverse effect to pt. Ref MFR # 3005075853-2016-03961.